Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the lcd display was observed. Physical damage to the lcd display was noted by the technician. The device's lcd display was replaced to address the issue.